Event description:
It was reported that the right ventricular threshold was varying, and there was a concern about capture management. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The average ventricular threshold appears to fluctuate anywhere between approximately 1.0 v and 2.5 v between (B)(6) 2009 and (B)(6) 2010.